Event description:
It was reported occlusion alarms occurred that have been ongoing, a prior date was not provided.. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.